Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. However, the patient's blood glucose level was within range at the time of event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.